Event description:
The healthcare provider reported that the viality unit did not work correctly. The unit had a problem with suction. A new viality unit was needed to complete the procedure.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Patient age defaulted to 99 as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.